Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The parent of a customer indicated via phone call that her son had unexplained high blood glucose of over 600 mg/dl. At the time of the call, the customer had blood glucose of 517 mg/dl. Troubleshooting found that the drive support cap was normal. The customer was advised to remove reservoir, rewind and reinsert reservoir and run manual prime and insulin exited the tubing. A high pressure test was performed and passed and troubleshooting found that the settings to the pump were recently changed. Customer was advised to change out the entire set, reservoir and insulin and treat per their doctor's instruction and to follow up with their doctor regarding the high blood glucose. Customer inquired about sensor alarms and was transferred to a sensor agent.